Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the thread has remained blocked on the anchor when the surgeon wanted to remove the device. The anchor has been changed. No patient injury was reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that during procedure, a thread has remained blocked on the anchor when the surgeon wanted to remove the device. The anchor has been changed. No patient injury was reported. It is unknown if there was a delay, there was no confirmation on loss of tissue fixation or any additional bone hole made. Attempts were made to retrieve further information but no response was received from the complainant.